Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient"s blood glucose results were 102, 77 mg/dl. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.